Event description:
During a polarx procedure, a polarxfit catheter was used. A patient who underwent an ablation with the polarx system experienced a complication. The phrenic nerve was monitored during the procedure by both the physician's hand and the diaphragm movement sensor (dms). Ablation of the right inferior pulmonary vein (ripv) was halted once the diaphragm movement amplitude decreased, yet the patient developed phrenic nerve palsy. After waiting 30-40 minutes without recovery, the procedure was terminated, and the rspv was not ablated. The nurse was unsure if the patient eventually recovered. The device is not expected to return due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.